Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. Ena hospital in japan contacted cook stating that when they went to use the dtn needle from a qcs-18-9.0-10t from lot# 13706670, the inner needle could not be rotated and removed. The customer used a different qcs-18-9.0-10t set to complete the procedure. There were no adverse effects for the patient. A review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control of the device, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The device was returned for evaluation. The customer stated that they couldn¿t get the hub of the inner needle to unscrew, however, during tabletop testing the device was able to be unscrewed without difficulty. All relevant measurements were within specification. Additionally, a document based investigation evaluation was performed. A review of the device master record concluded there are process checks during the manufacturing process to check for this failure and prevent non-conforming product from leaving house. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. Lot# 13706670 did not have any non-conformances. There are no additional complaints for this lot. There is no evidence of non-conforming material in house or in the field. A project was previously opened to investigate this failure mode and updates were made to quality control inspections. This device was manufactured before this correction. Therefore, cook concluded that the cause of this event is quality control deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the white cap of a quick-core coaxial biopsy needle was difficult to rotate. The device was required by an unknown patient for an unknown procedure. The user confirmed that the inner needle of the coaxial needle could be removed without difficulty; however the white cap was "too hard to be rotated". The device did not have patient contact. A new, like device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.